Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 the customer reported a frozen display. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked case on the battery tube side starting at the corner of the belt clip rail, peeling keypad overlay. After battery installation, a "battery failed. Insert a new aa battery" message followed by a pump error 53 displayed on the lcd screen. The unit was unable to boot up cycling through these two error messages. The boards were taken out of the case and inserted into a known good case. After battery installation with this new configuration, the device was unable to boot up displaying the same two error messages again. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the recurring error messages. No frozen displays were noted during testing. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the device. After plugging a known good pcba2 into the test pcba1 and then into the test case, the unit booted up normally. After plugging the test pcba2 into a known good pcba1 and then into the test case, the unit was unable to boot up due to the same two error messages. In summary, the customer¿s report of a frozen display was not confirmed during testing. The "battery failed, "insert a new aa battery", and the pump error 53 error messages are due to a problem in the software. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a frozen display. Frozen display had recurred after installing new batteries. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.